Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital due to medical reasons. It was noted that the patient experienced a fall while at the hospital and it was later noted that loss capture was seen with a low heart rhythm. The patient had complete heart block with ongoing loss of capture. The patient was hospitalized to review if there was an issue with the automatic threshold feature. The impedance measurements were within normal range and no noise was noted. The device was reprogrammed and a memory dump was sent for technical review. No additional adverse patient effects were reported. A review of the data disk by boston scientific technical services (ts) noted that the ventricular thresholds were not stable. Ts discussed performing possible troubleshooting. Ts noted that if the commanded automatic threshold and manual threshold tests are matching and showing higher thresholds and no abrupt changes during posture changes and arm movements than this is likely patient related changes in thresholds and interaction with automatic capture. If the threshold is close to 3.0v with some variability then it would be recommended to program a fixed output with appropriate safety margin rather than use automatic capture. If the patient condition improves and the threshold reduces and stabilizes then they can consider turning on automatic capture again. Ts also noted the ventricular pacing impedance and sensing appear stable for the last year and the recent stored episodes do not show any evidence of noise so there is nothing that would directly indicate there is an lead issue. It is possible this is just related to the patient having higher thresholds and interaction with the automatic capture feature of the device. Ts inquired regarding the type of thresholds test performed when automatic capture was turned on.

Event description:
Additional information noted that this patient was discharged with a fixed outputs and a follow up will be performed in the near future.